Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of why the device wasn't holding a charge was unknown. The patient noted that she had an appointment scheduled for (B)(6) 2019. The patient reported that the issue wasn't resolved and noticed right around the time frame when she initially called in. The patient reported that at that point, the device would hold a charge if the charger was connected to the power outlet in the wall, but now it won't hold a charge when it was connected to the wall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was not staying charged for long. The patient stated the ins would only last for 3 days whether the ins was on or off. The patient said this has been going on since last month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that she was wondering how much longer before she could replace her battery ¿it has been staying charged for very long. Additional information was received from the patient on (B)(6) 2019. The patient reported and clarified that her device hadn¿t been staying charged. The patient reported that she would charge it about an hour and come back a few days later and it won¿t be charged. The patient also reported that she didn¿t use it much. No further complications were reported.